Event description:
On 03/12/2025, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-9625 3.0 mm hex driver broke during the case. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the attached photo, which shows that the drive geometry at the distal end of the shaft has broken off. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the driver within the screw head.